Event description:
Per collagen specialist who gave the pt treatments, the pt was double skin tested in the volar aspect of the forearms in 1998 with negative response. The pt rec'd first collagen treatment in 1998, and was treated a total of 7 times including the final treatment in 2000 in the vermilion borders and lateral oral commissures. The pt came in for another treatment in 2000, and began to complain to the nurse injector that pt had experienced a "webbing effect" since the last treatment, where a "patchwork of red lines" appeared across various parts of pt's face and that pt was going to the clinic for a "workup". The nurse injector said the clinical impression that day was that pt's face was normal with no signs or symptoms whatever. Due to the pt's complaints, treatment was deferred until after pt's visit to the clinic. The pt alleges that sometime in 1999, pt began to have some red, indurated lines on pt's chin. Pt never rec'd any collagen in the chin. Then cheeks began to develop indurated lines, "both horizontal and vertical, like a sort of patchwork". These lesions were "very painful". (Pt claims that pt acquired and took vicodin for the pain, but would not reveal who prescribed the medication). Pt described the feeling that the skin had become so tight that the underlying tissue was tearing and ripping and that the lines were getting "deeper and deeper". Pt said the texture of the facial skin had changed dramatically for the worse. Pt went to the clinic in 2000, and had a complete physical and workup, including extensive hematologic testing (with ana). There was nothing abnormal or out of range in any of the tests. The physicians at the clinic could not see anything on pt's face. Pt then went to hospital and consulted with a dermatologist. Per the dermatologist, the pt has never had any visible symptoms on the surface of pt's face. Dermatologist did a punch biopsy at the insistence of the pt of a small (smaller than birdshot) nodule on the left cheek near the oral commisure, that indicated a granuloma had formed there. Dermatologist said the foreign body granuloma was not a serious complication. It did not swell or itch or fester or drain. It was barely perceptible. It was simply a signal that the pt has developed a sensitivity to bovine collagen. Dermatologist has not seen evidence of any of the textural changes in the pt's skin for which pt has complained. (Pt has referred to the skin as ugly) dermatologist considers the pt's skin to be in excellent condition. Dermatologist reports that pt became overly concerned about pt's appearance during the last year to the point of obsession. Dermatologist has not been able to visualize any of pt's complaints of facial symptoms. Dermatologist does not believe that the pain, pt is expressing, is related to the collagen received. The pt was put on antidepressent medication. Recently, the pt has been expressing suicidal ideation. Dermatologist has recommended a psychiatric consult for the pt and pt's family. No treatment is planned by the dermatologist. Dermatologist states that there is nothing to treat.